Event description:
The info received from the affiliate states that pt was presented to the intervention lab for an emoblization procedure (target lesion unk). There is no medical history available. The aneurysm was measured as 6.3mm x 5.4mm. There was no calcification or tortuousity present in the target vessel. The info states that after placing three coils in the aneurysm, the fourth orbit coil that was inserted, pre-detached in the microcatheter. The coil was stuck in the front of the catheter and could not be removed. The info states that access to the target lesion was not lost. No additional intervention was performed. There was no reported adverse consequence to the pt. The pt's current status is very good. The product will not be returned for eval and testing.